Event description:
It was reported that the pt experienced numbness in legs while laying down and sitting (regardless of stimulation) since the trial implant. The pt's symptoms have resolved since the removal of the trial leads at the scheduled trial end date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.